Manufacturer narrative:
The reported event of unable to insert guidewire was confirmed. As received, a complete lead without a guidewire was returned in one piece for analysis. The guide wire could not be inserted due to a damaged inner coil. The cause of the reported event was due to a damaged inner coil consistent with procedural damage.

Event description:
During initial implant procedure, the guidewire was unable to advance in the left ventricular (lv) lead. The lv lead was not implanted and was replaced to resolve the event. The patient was in stable condition.